Manufacturer narrative:
A report stated that a patient's intraocular lens (iol) was removed and replaced on (B)(6) 2010 without complication 3 months after implant. The cause of the iol explant was the patient's astigmatism. The returned iol was measured for diopter and was correct as labeled, 22.0 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. Patient outcome was not reported. All information provided is included in this report.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 3 months after implant. Reason stated was patient's astigmatism.